Event description:
It was reported the balloon burst. The target lesion was located in a strongly calcified and non-tortuous vessel. The physician selected a 6.0 x 200, 135cm mustang¿ balloon catheter to dilate the lesion. During inflation the balloon burst at 14 atm. The device was removed from the patient intact and another mustang balloon catheter was used to complete the procedure. No complications were reported and the patient status was stable.

Event description:
It was reported the balloon burst. The target lesion was located in a strongly calcified and non-tortuous vessel. The physician selected a 6.0 x 200, 135cm mustang¿ balloon catheter to dilate the lesion. During inflation the balloon burst at 14 atm. The device was removed from the patient intact and another mustang balloon catheter was used to complete the procedure. No complications were reported and the patient status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified the balloon had been subjected to positive pressure and deflated. No issues were noted with the tip section of the device. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified. The pinhole was located in the mid section of the balloon. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).